Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that the customer claimed that the cardiosave intra-aortic balloon pump (iabp) shut down and turned back on while it was being used with a patient. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to find several fault code numbers 139 and 118 in the log files. Per service manual this could be the power management board or backplane board. The fse also found the iabp to not make an audible sound when turning the unit on or off this pointed to the backplane board. The fse disassembled the iabp and replaced the backplane board and reassembled the iabp. During troubleshooting a new power management board was damaged, and the power slot interface board was also damaged, these parts were replaced with new parts. The damaged power management board was not the original customer owned board. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the customer claimed that the cardiosave intra-aortic balloon pump (iabp) shut down and turned back on while it was being used with a patient. No patient harm, serious injury or adverse event was reported.